Manufacturer narrative:
(B)(4). Evaluation, results: other (tapered tip) (excessive tortuosity, 90 degrees of angulation in the iliac). Evaluation, conclusions: (excessive tortuosity, 90 degrees of angulation in the iliac). Evaluation summary: the slider was in the home position. There were multiple kinks on the sheath between each ring to the edge of the graft cover. There was a severe kink at 116mm (close to the stent stop where tip broke off) and 477mm. There was a spiral ridge on the sheath between 130-220mm, likely due to stretching and/or excessive torquing. The tip broke at 129mm from edge of graft cover at the stent stop. Kink at the stent stop due to vessel tortuous morphology could cause detachment of the inner member with spiral cut. Evidence of excessive torquing was also a factor in this case.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as having excessive tortuosity, with a small amount of calcification and 90 degrees of angulation in the iliac artery. During the advancement of the contralateral limb the user felt a lot of resistance due to excessive tortuosity of the iliac arteries (angle >90). During the deployment the user felt resistance in rotating the slider. The stent graft was deployed correctly, but while removing the delivery system the physician noted that the tip was detached from the rest of the catheter. The tip was removed using a goose-neck wire without difficulties. No additional clinical sequelae were reported, and the patient is fine. The device has been returned for evaluation.